Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 5.4mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no anomalies were noted during testing. No damage on the lcd isolation tape. The insulin pump had cracked case at display window corners and minor scratches on the lcd window. The battery icon on the display of the insulin pump was working properly.